Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determined the needle mechanism failure and cannula unsure properly reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 300 mg/dl while wearing the pod longer than 48 hours. It was discovered that the pink slide insert did not move into the viewing window, when removed patient being unsure if the cannula was properly seated from the infusion site. No treatment was provided.